Event description:
It was further reported that the patient was admitted for returned symptoms due to twos with reduced pacing rate. Multiple programming measures were attempted to avoid twos, and the rv lead had apparently been repositioned once or twice in the past.

Manufacturer narrative:
Evaluation summary update: analysis of the device memory indicated rv (right ventricular) oversensing.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtba1d1 ICD implanted: 2013-(B)(6), 1388tc-46 st. Jude lead implanted: 2005-(B)(6), (B)(4).

Event description:
It was reported that the patient presented to the or complaining of pre-syncopal symptoms. The right ventricular (rv) lead exhibited t-wave oversensing (twos) with all sensing configurations and especially with lower output rv pacing. The patient has had some chronic twos. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.